Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The root cause of the non-functional response button cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were not functioning.